Event description:
It was reported to philips that monitors intermittently displayed vertical lines on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service repositioned the monitors, and the issue is under observation. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).